Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized with high blood glucose levels. The customer's current blood glucose reading was 222 mg/dl. It was stated that the customer changed the infusion set when the blood glucose levels were elevating, but the set change did not solve the issue. Troubleshooting was performed and the insulin pump was programmed correctly, but the time was off by an hour. The insulin pump passed the prime test, but the nurse did not have a tubing clamp or hemostat to perform the high pressure test. The nurse stated that she would be calling back to perform the high pressure test.